Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the classic piic. The device was in use on a patient but there was no patient incident reported.